Manufacturer narrative:
(B)(4); additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) channel and high out-of-range pace impedance measurements (>2000 ohms) on the rv and left ventricular (lv) leads. Boston scientific technical services (ts) was consulted and discussed the possibility of a fracture of the rv ring electrode and suggested programming the lv pacing vector to exclude the rv ring electrode. This crt-d remains in service. No adverse patient effects were reported.